Event description:
It was reported that the patient had the hydroflex penile prosthesis "was" removed on (B)(6) 2018 as it was non functioning due to fluid loss. A new inflatable penile prosthesis was implanted. It was further reported that the patient is fine. No further details available.